Event description:
Author contact: mathias wellmann, ph.d., department of sports medicine, arthroscopy, knee- and shoulder surgery, clinic of orthopedic surgery, hannover medical school, anna von borries strasse 1-7, 30625 hannover, germany. E-mail: mathias.wellmann@ddh-gruppe.de. Though it appears the lead surgeon is: tomas smith, m.d. Report is ¿only¿ listed in the discussion section: ¿at our institution, we have performed open posterior bone block procedures for a series of 15 patients with recurrent posterior instability and capsular hyperlaxity and noted only 1 case of recurrent instability after bone block resorption at a mean follow-up of 4 years.¿ date of article (published) was december 2012. There is no methodology section, so cannot be more precise with when patients were involved in the study. We know latarjet was released in 2010. Average f/u was 4 years, but boney absorption or osteolysis, generally occurs within the first year. Taking into account publication timing, I would limit to 2010-2011.

Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.